Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the footprint ultra anchor broke, all the broken pieces were removed using tweezers. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole, and no void was left in the patient. The insertion site cleared of all debris prior to insertion of the anchor. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor in place. The suture string was returned off the insertion device. The distal 2/3 of the anchor is fractured at the proximal end of the suture window. The inner shaft at the distal end of the outer shaft is bent almost 90 degrees with the anchor, in place, fractured at the bend. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.